Manufacturer narrative:
A qty of two (2) leads were implanted: 2nd lead info: product description: evoke cap12 percutaneous lead kit - 60cm model # : 102878 catalog#: 3008 UDI/gtin: 09352307001640 serial/lot #: (B)(6). Manufacture date: 28 march 2024 expiration date: 28 march 2026.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. The patient reported participating in physical therapy after the permanent implant procedure. An x-ray identified migration of both leads. A revision procedure was completed to resolve the reported event. It was noted that non-saluda anchors were used to secure the migrated leads.